Manufacturer narrative:
On (B)(6) 2020, mentor became aware that this report was reported to FDA separately under user facility report number 2600320000-2020-8010. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/12/2019, mentor received additional information indicating the patient's date of implant was (B)(6) 2018. In addition, the patient was scheduled to undergo explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/27/2019, it was noticed that the following was erroneously omitted from the previously submitted report: the patient also experienced capsular contracture, baker grade unknown on the left side post-operatively. On 02/06/2020, the mentor failure analysis lab received the device for evaluation. On 02/17/2020, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the sample one line of shell wear was observed on the anterior and extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. Within the shell wear a tear was noted in the anterior view, measuring approximately 0.4 cm. The evaluation determined that the rupture is consistent with a shell wear fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of additional information indicating the patient had rescheduled their explantation to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant products: mentor siltex round moderate profile 325cc, catalog# 3542650, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 325cc and experienced a deflation on the left side post-operatively, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.